Manufacturer narrative:
G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient reported pocket pain around her ins site after a fall 4 weeks ago. No bruising, swelling or infection to site. Device interrogated and impedances within normal range and device appeared to be working well. Reviewed by doctor who thought it could be a pulled muscle. Prescribed lidocaine patches. Reviewed (B)(6) 2025 as pain remained and lidocaine patches did not help. Listed for qutenza patches. Outcome was reported as ongoing. Etiology was a causal relationship to the device or therapy. Age at consent was 45 years old. Additional information was received. It was reported that the event was ongoing as of (B)(6) 2026. The actions taken to resolve the issue were noted as "lidocaine patches 5% on (B)(6) 2025, qutenza patch on (B)(6) 2026". The information had been confirmed/provided by the physician. Additional information was received. It was reported that they were awaiting the outcome. The interventions were updated to note that there was medical or non-surgical therapy of a qutenza patch on (B)(6) 2026. Additional information was received. The qutenza patch from (B)(6) 2026 did not help with the pain. Had a discussion with the consultant and decided to have device removed. This was done on (B)(6) 2026. The device disposition was unknown; device data was not uploaded. The event resulted in the following: an unscheduled clinic / office visit.

Manufacturer narrative:
Correction for d6b: added explant date that was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.